Event description:
A (B)(6) pt underwent nanoknife ire treatment for liver cancer on (B)(6) 2010. During the treatment an adverse event was reported as peri-hepatic blood. The physician performing the treatment attributed this to the probe (needle) tracks bleeding from the capsule.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. A review of quality inspection and mfg documents was performed; this review determined that the device met all specs and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the reported event of peri-hepatic blood could not be ascertained since the device was not available for eval. The treating physician attributed the incident to the needle tracks bleeding from the capsule. Bleeding (hemorrhaging) is a known inherent risk of the procedure and can be found in the potential adverse effects section of the instructions for use document (ic 038 rev d). This event issue will be trended and monitored by angiodynamics complaint handling department. Internal complaint # (B)(4).